Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation results: the device was returned to zoll medical corporation and review of the device logs showed messages indicating the customer report. However, a malfunction was not duplicated with the device during testing. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault - 2001" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed self test. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.